Event description:
It was reported that the tip broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence alleged failure: tip broke probable root cause: design -poor handle design - inadequate raw material selection process -guide handle manufactured out of specification application -improper grip on guide. 81.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke during the procedure. All pieces were retrieved.